Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that upon interrogation a fault code displayed on the programmer and the device had reached end of life (eol) five months earlier. It was noted that the patient had been delayed in scheduling an explant procedure due to other issues. Ultimately the device was explanted due to an infection, which was reported in 2124215-2012-17501. The device was returned for standard analysis testing. No adverse patient effects relating to eol were reported.